Event description:
It was reported, the pt did not have stimulation, and his ipg was unable to communicate with external devices. In addition, the pt reported he had intermittent pocket heating when the system was working; this was unrelated to when he was charging. Follow up identified replacement external devices were tried, but the issue could not be resolved. It was reported the pt was working closely with his physician for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.